Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the issue. No report of patient involvement.

Event description:
The hospital reported that the system fails the auto leak test. There was no report of patient involvement.